Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: the complaint states, it was reported that, one of the arms snapped off the tibial impactor during impaction and was left underneath the tibial tray in the bone. This was identified in an x-ray later in the day after surgery. This event occurred during surgery. Insufficient information, however foreign body was left in the patient. Inspection of returned product confirmed the reported event, the posterior hook which is used to hold the tibial tray during insertion and impaction, has fractured from the main body of the instrument. Visual inspection confirmed the reported event, the posterior hook which is used to hold the tibial tray during insertion and impaction, has fractured from the main body of the instrument. In addition, the instrument shows signs of wear and tear. This is most likely due to repeated use over time in the field (approximately 5 years and 6 months) and operational use. Dimensional check not required as this does not impact the complaint. No assembly checks carried out as this is not applicable to the instrument or complaint. The IFU provided with the compatible implants states intra-operative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement, and prior to surgery. The surgical technique for cementless implantation advises that the device is to be impacted by the toffee mallet and that the device is to release the tibial tray before the tray is fully seated within the patients bone. The reusable instrument lifespan manual instructs to look for fractures and surface damage during reprocessing. Reusable instrument lifespan manual instructions state: while loading instruments into their respective instrument cases after cleaning and prior to sterilization, reference the manual and follow the instructions below. Instruments should be inspected for completeness and function. Inspection includes: checking instruments that form part of a larger assembly or assemble with mating components. Inspecting for all forms of wear outlined in this manual. Results of assembly, actuation, and extent of all forms of wear should be considered in determining whether an instrument is suitable for use. If the reusable instrument is determined no longer suitable for use or if the suitability for use is still in question after inspecting the instrument and referencing the reusable instrument lifespan manual, initiate the process to return the instrument(s) to the manufacturer. Fractures may occur in the oxford cementless tibial inserter as a result of wear and/or fatigue failure under mis-use conditions. Under normal loading the inserter is not expected to be subject to loads that would cause the type of fracture seen in the complaint received. However, the information provided in the complaint does not provide enough evidence to categorically state that the force applied in this direction alone could cause the observed breakage. The root cause of the reported event could not be determined. The fracture could be ascribed to expected wear and tear over time, over impaction of the instrument, over/under-tightening of the instrument against tibial trays, sub-optimal use during surgery, or a combination of all these factors. The memorandum from the development team details possible misuse scenarios in which the posterior tab may be subjected to loading that could have caused the reported fracture. These scenarios are: use of the inserter to fully impact the device, resulting in posterior tab becoming trapped between the bone and implant. Use of excessive force when tightening the thumb wheel may lead to high anterior-posterior loading on the posterior tab. Use of the inserter to remove a partially or fully seated implant, by impacting an internal surface in a direction up and away from the patient; 180deg. Opposite to the impaction required for the insertion. The DHR (DHR 32-422097 zb150701-1 & DHR 32-422097 zb150701-2) for the involved product has been reviewed, confirms approval of final release of product in line with compliance with the specification and regulation requirements, and does not show any non-conformity, rejection or concession that could be related to the reported event. The product was most likely conforming when it left zimmer biomet control. The mhr related to the involved product has no non-conformances. Raw material certificate reviews not required as DHR reviews confirm that materials were deemed compliant on product release. A review of the complaint database over the last 3 years has found 36 similar complaints reported with the item 32-422097 and there are 36 complaints of similar issue for which hhe-2019-00134 had been raised initially to investigate the issue and determine no breach against remediated risk file however, ie-11604 was initiated to assess whether additional complaints impacted the occurrence rate in risk file. Risk assessment captured in ie-11604 establishes that occurrence for no harm was increased from 2 to 3 during a recent update to the io risk table. This increase does not affect the overall risk level, which remains low. A complaint search was provided by the complaints team for all complaints related to the device in question, to 6th february 2020. This was reviewed by the development engineer, with an additional column (development review category) added to the basic complaints search. Complaints were reviewed based on information in the complaint description and summary columns, and a determination made as to the most relevant harm. A total of 82 lines was included in the complaint search, this included some repeat complaint numbers where multiple devices were affected. The outcome of ie-11604 states that CAPA/scar was not recommended. All occurrences are within the acceptable level determined by the latest version of the risk matrix for this device. This issue is also being monitored by complaint trending. The hazard and reported harm are covered by the risk file and the severity/occurrence and the risk scores are within acceptable limits. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that, one of the ¿arms¿ snapped off the tibial impactor during impaction and was left underneath the tibial tray in the bone. This was identified in an x-ray later in the day after surgery.

Manufacturer narrative:
(B)(4). The additional information received: product information received: lot number: zb150701. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, one of the ¿arms¿ snapped off the tibial impactor during impaction and was left underneath the tibial tray in the bone. This was identified in an x-ray later in the day after surgery.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in the (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, one of the ¿arms¿ snapped off the tibial impactor during impaction and was left underneath the tibial tray in the bone. This was identified in an x-ray later in the day after surgery.